Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The controller passed visual inspection and functional testing; analysis of the device revealed that the device met specifications. The reported event was confirmed via review of the controller log files, which revealed multiple "controller fault" alarms on the date of the reported event. Further log file analysis revealed controller fault alarms of type sys_uic_aps_fail. Applicable risk documentation and experience with events of similar circumstances were considered; controller fault alarms of this type are most often caused by a leaky diode and are highly intermittent. The most likely root cause is of the reported event is a faulty diode on the automatic power switch circuit (aps). Heartware has opened an internal investigation to evaluate these types of issues. No additional information will be forthcoming.

Event description:
Approximately one month post hvad implantation, this patient reported controller fault alarms when used with the ac adaptor ((B)(4)). Preliminary log file analysis revealed eight controller fault alarms. The controller and ac adaptor were exchanged and have been returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.